Event description:
The hospital reported an issue with an intravenous administration set including the model 9527b multiport manifold. The nursing staff reported that during priming of the set, a leak was observed at the manifold. The medication had not yet been added to the set, and there were no patient complications reported as a result of the alleged event. The device was returned to the manufacturer for analysis. The lot/batch information is not available at this time.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.